Event description:
It has been reported to philips that charge battery is broken. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.

Manufacturer narrative:
Health impact grid updated to no patient involvement. Investigation pending.

Manufacturer narrative:
Event and become aware dates updated to (B)(6)2023.